Event description:
The doctor reported that the operator of the laser had sudden bilateral eye pain and swelling. The operator was seen by emergency room personnel and was told they had bilateral corneal abrasions, akin to "welder's eyes" and that they required time off.